Manufacturer narrative:
Patient weight not made available from the site. On 09/20/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. A medtronic representative, following-up at the site, confirmed the reported issue could not be replicated and that the patient post-op screw placement was accurate. The site radiographic technologist (rt) reported the surgeon was working away from the frame. The medtronic representative made recommendations to the surgeon to work towards the frame to improve technique. Update from medtronic representative confirmed there was no impact on patient outcome. A site nurse stated the patient had a prior infection so the doctor decided to not put anymore screws in at that time in order for them to get the infection under control. The site was unclear on the extent of the alleged inaccuracy, however, suspect frame movement. Delay in therapy was less than 5 minutes. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, the surgeon suspected an inaccuracy occurred after two screws were in. No specific measurement, or direction, of the alleged inaccuracy was provided. No further details regarding this issue, or specifically when it occurred, were provided. The surgeon abandoned navigation, however, continued the procedure to completion. Delay in therapy was less than 5 minutes. There was no impact on patient outcome.